Event description:
It was reported to boston scientific corporation on (B)(6), 2012 that a cre balloon dilatation catheter was used during an esophageal dilatation procedure. According to the complaint, during the procedure, it was noted that saline was leaking from the balloon material. The procedure was completed with another cre balloon. There were no patient complications reported as a result of the event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The exact event date is unknown. It was reported the event occurred about a week and a half prior to (B)(6) 2012. (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Manufacturer narrative:
Investigation results: visual examination of the complaint device found no damage to the catheter portion of the device. Functional testing revealed that the balloon was able to inflate without any issues. The investigation results are not consistent with the event description. The reported defect of balloon leak was not confirmed. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot. Based on the investigation results, which indicate that there was no damage to the device, this is no longer considered a reportable event.

Event description:
It was reported to boston scientific corporation on (B)(6) 2012 that a cre balloon dilatation catheter was used during an esophageal dilatation procedure. According to the complaint, during the procedure, it was noted that saline was leaking from the balloon material. The procedure was completed with another cre balloon. There were no patient complications reported as a result of the event. The patient's condition at the conclusion of the procedure was reported to be fine.